Manufacturer narrative:
CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive runover/shield difficult to remove defects and their associated root cause(s).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle from a bd insulin syringe with the bd ultra-fine¿ needle 1ml 31g x 5/16" broke off and stuck in the vial during use. No injury or medical intervention.

Manufacturer narrative:
Investigation: investigation summary: customer returned (1) loose 1cc syringe. Customer states that the needle came off in the vial. The loose cannula was returned in the shield of the syringe. The returned sample examined and exhibited adhesive runoff onto the hub. Little adhesive was observed in the hub. Adhesive was also observed on the loose cannula shaft. As per manufacturing, a review of the device history record was completed for batch# 7037941. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) defects noted during the production of these batches. One (1) notification (B)(4) was found for an unrelated incident noted during production. Sample will be forwarded to manufacturing (B)(4) on 01dec2017 for further review. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive run over onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive runover/shield difficult to remove and their associated root cause(s).